Event description:
(B)(4). Event occurred in the united states. The patient reported, the tubing broke off twice while sleeping at site portion and was not getting insulin. The patient stated, tubing broke from the o-ring that snaps on to the insertion site. The patient missed two days of his work because he was trying to get his blood glucose down. The site was at the abdomen and the pump was clipped on the patient's pajama bottom. Patient's blood glucose at time of incident was 498 mg/dl and patient had diabetic ketoacidosis and was experiencing mental confusion, a sick stomach and acetone in the urine. The patient stated that tubing was off, and patient was not getting any insulin. The infusions were being used for approximately 2 days. Reportedly, the infusions were stored in closet. The patient was unsure about the stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. Currently, patient's blood glucose level was 152 mg/dl. No further information available.